Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g6, during which the cgm intermittently lost signal and the user changed infusion supplies multiple times before later identifying a faulty sensor; the ilet issued high glucose alerts and a capillary blood glucose reading exceeded 500 mg/dl. Symptoms included vomiting, body aches, and fatigue. Outcomes included transient illness with recovery after sensor replacement and subsequent stabilization of blood glucose on the pump. Investigation included user education and troubleshooting, including replacement of the dexcom g6 sensor and review of system performance. Investigation of this case revealed cgm signal loss and a malfunctioning dexcom g6 sensor that contributed to inaccurate or unavailable glucose data and resultant hyperglycemia, while the ilet pump functioned as intended once the sensor was replaced. It was concluded that the event was attributable to cgm sensor malfunction with resultant hyperglycemia, not a malfunction of the ilet pump. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.